Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3 777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient felt burning in the pocket following a replacement procedure. It was noted this burning occurred with electrodes 0-7 were used and that electrodes 8-15 worked fine. It was stated impedance values were fine.